Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer produced a temperature error (usacquisitionhw_31). There was no procedure being performed at the time the error occurred; therefore, there was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint was investigated for a temperature error with the z6ms transducer. The defective transducer was returned, and investigation was performed. The system error was reproduced during investigation. The cause of the issue was determined to be gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.